Event description:
It was reported the patient was experiencing problems with coupling during recharge. Troubleshooting was attempted but it was not possible to get any of the efficiency bars to fill in. Impedances were checked and were fine. The physician is planning to do a revision of the ipg in the near future. Additional information has been requested but was not available on the date of this report.